Event description:
It was reported that incomplete/under infusion was experienced in a patient control module (pcm). The reported condition occurred during priming when pcm was connected to the infusor. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One used pcm unit was received for evaluation. The pcm was returned attached to an infusor unit. No defects were observed during visual inspection. A functional flow rate test was subsequently performed on the pcm unit by itself and by connecting to the infusor. The flow rate was found to be within specification. The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up report will be submitted.